Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent blood glucose (bg) level in the 39-40 mg/dl range. The customer alleged that the pump was not delivering insulin correctly. Reportedly, paramedics and the customer's mother assisted with treating bg by administering oral glucose. The customer discontinued using the pump for insulin therapy. No additional information was provided.